Event description:
Procedure type: colectomy. According to the reporter: while using the device it was noticed some blue foreign material adhered to the tip of an ultrasonic scalpel (ethicon harmonic). The material was also found in the cavity and retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).